Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up when no capture was noted on the left ventricular lead. Due to patient¿s unrelated condition no intervention was performed. The patient will continue to be monitored. Patient was stable.